Manufacturer narrative:
No product returned to verify or replicate the complaint. No photographic/diagnostic evidence of complaint provided by the customer. The most probable cause for an under or over delivery is the pumps expulsor. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that there was a greater than 10 percent of volume delivered. No patient injury was reported.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.